Event description:
Lifescan (lfs) received an email from the pt in 08/05, where they alleged that their meter was reading inaccurately high. Medical affairs spoke to the pt on the 5th day and obtained/verified the following information. In 2005, the pt received a high results (actual result unknown) in the morning they were not at home at that time. They had been obtaining high results for the past 36 hours around the time of event. They had symptoms of high blood glucose (tiredness and thirst). They contacted their physician for advice and he-advised them to take 15 units of insulin via injection. They is also on a insulin pump, for which they take a bolus based on meter results and food intake, but at times they give themselves an injection. They drove home and gave themselves 10 unit instead of 15 units, a decision they made on their own. Prior to injecting the insulin, they retested their blood glucose and obtained a result of 378 mg/dl. About 30 minutes later, they got back in their car (they does not recall getting into their car) and was in a major car accident (their car was "totaled") they did not feel any symptoms, stating that the symptoms "came on suddenly", they did not suffer any injuries, nor was anyone else involved in the accident. The paramedics tested the pt's glucose after the accident on their meter and the result was 22 mg/dl. The pt visited thier physician after the event and they brought their meter. The nurse performed a blood glucose test on the nurse's meter and the pt's result was normal. They then tested with the pt's test strips and the result was high. Control solution tests were performed with both the nurse's meter and the pt's meter and the pt's meter and strips failed the control solution test. The pt is no longer using the lifescan meter and did not want to have their supplies replaced. They were unable to confirm the serial number because they no longer has the meter.